Manufacturer narrative:
The device was not returned for evaluation. However, based on a review of the medicon certificate and product labeling contained in the customer order release packet, this complaint was confirmed for an incorrect reference date. The cause was a result of a bmd customer service order entry error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The medicon certificate was reviewed and indicated the reference date should have been 2017/03/07. The medicon product labels were also reviewed and indicated the reference date as 2017/02/28. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the date on the certification was incorrect. Brachytherapy procedure was scheduled to be performed on (B)(6) 2017.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the date on the certification was incorrect. Brachytherapy procedure was scheduled to be performed on (B)(6) 2017.